Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received discrepant ion selective electrode (ise) sodium and chloride, triglyceride or cholesterol results for a total of three patient samples. Of the data provided, only the following ise results were discrepant and reported outside the laboratory. The sample was processed by the modular preanalytic analyzer (mpa). The initial sodium result was 153 mmol/l and the initial chloride result was 81 mmol/l. These results were reported outside the laboratory. The customer noticed the results had failed their delta check, so the original parent sample was repeated on (B)(6) 2013. The repeat sodium result was 139 mmol/l and the repeat chloride result was 90 mmol/l. The repeat results were believed to be correct and a corrected report was sent. The customer assumed the physician acted upon the initial results, but refused to provide further information. No adverse event was reported. The sodium and chloride electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the reagent probe r1 and r2 rinse mechanism squeegee probes were bent and out of alignment. He also found there was hardware damage and misalignments. He performed adjustments to the sample, reagent 1, reagent 2 and the rinse mechanism squeegee probes. He verified the rinse mechanism levels and performed precision testing. He reviewed qc and found all results were within specifications. The customer had no further issues.